Event description:
Patient's home health rn (B)(6) reported there was an issue with the pump during the infusion that day and requested a replacement. Per nurse, curlin pump had an error message of "failed internal lithium battery". Pump replacement scheduled for delivery 7/24/2025. No missed doses or adverse events reported. Unknown if defective pump is on hand for return to manufacturer. No further information, details or dates provided. Serial number: (B)(6), expiration date: 12/01/2026, gamunex-c, indication: selective deficiency of immunoglobulin g [igg] subclasses.